Manufacturer narrative:
Monitor sn (B)(4) was returned to zoll manufacturing for investigation. Electrode belt sn (B)(4) has not been recovered from the field. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing of the belt, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device manufacture date: monitor: 09/25/2015; electrode belt: 03/25/2010.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away while wearing the lifevest. The patient was unconscious at the time of the event. Review of the event indicates that the patient was appropriately treated on (B)(6) 2016 while in ventricular fibrillation (vf) with a post-shock rhythm of bradycardia at 15 beats per minute (bpm). The patient received two additional treatments while in asystole with motion artifact. Oversensing a small cardiac signal contributed to the false detection. Asystole is considered a non-treatable rhythm. The response buttons were not used during the event. The patient passed away on (B)(6) 2016.